Event description:
It was reported that during testing conducted at the MFR, the device heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Internal components were evaluated and the unit was found to be gritty and have no lubrication in the upper bearings. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. Contrary to the instructions for use, the unit is believed to have been submerged at the user facility. The device could not be repaired once evaluated and was discarded.